Manufacturer narrative:
The manufacturing site reviewed the product device history records with the objective of detecting possible scenarios for a missing unit. The review found that our device history record has a step by step accountability of labels, raw materials and biomend sponges. An empty envelope would lead to a left-over sponge which a review determined did not occur. An empty tray or empty box would also result in a left-over tray/envelope/sponge. Production involves several inspection stages with different people involved. Product retains were inspected and indicated that the product manufactured under this lot met specification. There have been no reports of empty packages in other collagen products. Based on the manufacturing and inspection process and lack of product return for eval, we are unable to confirm the reported incident.

Event description:
Customer reported receipt of the package with no product contained inside. They were able to complete the operation with additional product from stock. The pt's condition is unk. No further info has been provided. Additional info 05/15/2008: during an internal audit, it was advised that the info received pertaining to this event was not conclusive and therefore determined to be a reportable event.